Manufacturer narrative:
Internal evaluation of returned device indicated the presence of a visible hole in the bottom of the substrate vial. The cause of the leaking substrate bottle was determined to be due to a physical damage; however the cause of the damage to the substrate bottle could not be determined with the information provided. There was no report of exposure by the end-user to the substrate which is not classified as hazardous per safety data sheet according to (B)(4). The customer applied personal protective equipment (ppe) during the event. There was no report of questioned patients' results generated in connection with this event; however the potential may exist upon recurrence as the access 2 analyzer monitors the volume of the on-board substrate via a test count. The monitoring occurs by tracking the number of dispenses that occur for each bottle of substrate, therefore an external leak within the substrate bottle would not be detected by the system; hence the potential exists for the generation of an inaccurate result. (B)(4).

Event description:
The customer reported observing a leaking substrate bottle installed on-board the access 2 immunoassay system ( serial number (B)(4)). The customer reported the substrate leak was contained within the fluidics tray compartment of the instrument. There was no report of patient involvement associated with this event. Quality control (qc) and calibration data was not provided for this event; however the customer stated qc recoveries were within the laboratory established ranges prior to and following leak event detection..